Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2016, a 21mm trifecta valve was implanted in the patient. On (B)(6) 2025, the valve was explanted and a non-abbott valve was implanted. No additional information was provided.

Manufacturer narrative:
An event of device explanted after 9 years of implant was reported. The device was returned to abbott for investigation and it was observed biological material and blood were observed throughout the valve. The sewing cuff was observed to be torn at stent post 2. Cusp 1 and 2 were observed to be torn. All three cusps had limited mobility when manipulated. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the available information, the cause of the reported device explanted could not be conclusively determined. The observed torn leaflets could not be determined. The reported surgical intervention resulted of case-specific circumstances, as the device was surgical removed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.